Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were not working and stuck on blank with carefusion logo on the screen. A technical support specialist dialed into the station named respiratory and confirmed that it was displaying the medstation application screen instead of the carefusion logo screen, also dialed into the station pyxcvc and verified that it was no longer on the carefusion logo screen, informed customer that the station typically takes some time to launch the medstation application after a reboot, and acknowledged the update. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple stations were not working, showing a blank screen with the ¿carefusion¿ logo and preventing nursing staff from dispensing medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and confirmed that it was displaying the medstation application screen instead of the carefusion logo screen, also dialed into the station pyxcvc and verified that it was no longer on the carefusion logo screen, informed customer that the station typically takes some time to launch the medstation application after a reboot, and acknowledged the update. The system functioned as intended. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and confirmed that it was displaying the medstation application screen instead of the carefusion logo screen, also dialed into the station pyxcvc and verified that it was no longer on the carefusion logo screen, informed customer that the station typically takes some time to launch the medstation application after a reboot, and acknowledged the update. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple stations were not working, showing a blank screen with the ¿carefusion¿ logo and preventing nursing staff from dispensing medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.